Manufacturer narrative:
Additional reporting on this event will be provided as a supplemental report to this document as soon as it becomes available.

Event description:
Instrument failure - upon insertion of the prepiheral screws, the tip to the torx driver broke off; broken/fragmented pieces left in the patient.

Manufacturer narrative:
See h4, h6, h10 and h11. Complaint has been evaluated and is similar to report number 1644408-2025-00290; 804-06-332, s303-broke/cracked/damaged, instrument failure. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.